Manufacturer narrative:
Literature citation: haddad et. Al. Surgical treatment of calcaneal comminuted intraarticular fractures: long-term follow-up. Open journal of clinical diagnostics, 2014, 4, 117-122. Patient info: 6 female, 38 male mean age 35 y/o. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
In a 2014 clinical study, haddad et al. Titled, "surgical treatment of calcaneal comminuted intraarticular fractures: long-term follow-up" the authors report 3 patients had dehiscence of the wound after minimal local skin necrosis and were successfully treated locally.